Manufacturer narrative:
The pump was received with a blank display, problem isolated to pcb1. Unable to confirm low battery alert and perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to the blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that low battery was found in less than a week . Blood glucose was unknown. The insulin pump will be returned for analysis.